Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a paddle distractor roughs up the vertebral body end plates and causes subsidence. Additional information was requested but no further information has been made available.

Manufacturer narrative:
The reporter clarified that this event did not involve a device designed or manufactured by zimmer biomet, or a device for which zimmer biomet has regulatory responsibilities. Therefore, this event is no longer considered a reportable event for zimmer biomet.